Event description:
It was reported via repair work order that the power cord ground prong was missing from the plug. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.